Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the balloon was inflated once before it ruptured and the device was immediately retrieved.

Manufacturer narrative:
(B)(4). The returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded. There is tip damage. Microscopic examination revealed that the balloon has 7.5mm longitudinal tear starting 5mm from the proximal markerband. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 86% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex (lcx) artery. After pre-dilatation was performed with a 2.0 x 20mm non-bsc balloon catheter, a 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. Dilatation was then completed using a different non-compliant balloon catheter at 24 atmospheres and the procedure was completed. No patient complications were reported and the patient's status was stable.